Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 541 mg/dl, which was treated with a manual insulin injection. Troubleshooting was initiated for the motor error alarm and the customer was able to complete the rewind. When reviewing, the alarm history the customer found multiple motor error and no delivery alarms. The customer was advised to monitor the pump and change the infusion set and call back if assistance is needed. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.